Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the explant of this device was associated with an infection. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the device was explanted due to normal battery depletion rather than infection. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the explant of this device was associated with an infection. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the explant of this device was associated with an infection. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the device was explanted due to normal battery depletion rather than infection. No additional adverse patient effects were reported. This device has not been returned.